Event description:
It was reported that this right atrial (ra) lead dislodged, confirmed via fluoroscopy. Lead currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead dislodged, confirmed via fluoroscopy. Lead currently remains in service. No adverse patient effects were reported. Subsequently, additional information was received indicating lead dislodgement was likely due to twiddler syndrome. Lead was repositioned.